Manufacturer narrative:
It was indicated, that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported, that valve seal damage occurred. During a pulsed field ablation (pfa) procedure, to treat atrial fibrillation. A faradrive steerable sheath clear was selected for use. During insertion of the mapping catheter, the valve seal on the faradrive sheath became damaged. The faradrive sheath was replaced. And the procedure was completed successfully. No patient complications were reported. The faradrive sheath is not expected to return for laboratory analysis. As it was disposed.